Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that a power-on-reset (por) was seen on the patient¿s ins. When asked about being around any emi, the patient stated that they are ¿around that kind of stuff a lot¿. No symptoms were reported in the event. The patient was redirected to their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.